Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the analysis performed and the information received from the site the event can be attributed to a procedural mis-sizing of the valve in which the valve was undersized. It was identified that when the valve was replaced with a larger size the initial issues were resolved and no further paravalvular leaks were identified. The device history record review for the perceval pvs23 confirmed the valve met all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As no further information is available and the device is not available for return no further investigations will be performed and the manufacturer will proceed with the closure of this event. The manufacturers conclusion is deemed to be cause traced to user : unintended use error caused or contributed to event - mis-sizing.

Event description:
On (B)(6) 2019 a patient was intended to receive a perceval s sutureless aortic heart valve. The aorta was opened 2cm superior to stj. A heavily calcified trileaflet was removed en block. There was extensive calcification hanging to the anterior mitral leaflet, this was gradually decalcified, freeing up the anterior mitral leaflet. A significant section of calcification was seen within the right ventricle outflow tract. This was gradually calcified with a significant myectomy performed at the same time to improve the lvot obstruction. A pericardial patch was placed over the rvot to enable placement of the valve, as was a bovine pericardial patch to the left coronary sinus and over to the anterior mitral leaflet on the aortic side the perceval s size medium was then secured in to position. The patient was then weaned from cardiopulmonary bypass. There was a paravalvular leak seen in the muscular septum near the left/right commissure. There was significant collapsing issues with the valve and consequently the cross clamp was reapplied and the valve was removed and inspected. There was no obvious deployment issues with the valve however, due to the issues with collapsing, a perceval size large was sized and then secured into position. The aortotomy was then closed. The patient was easily weaned from cpb with no pvl leak, a mean gradient of 3mmhg across the aortic valve. The patient was returned to ICU in a satisfactory and stable condition.